Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of complex reg pain syndrome type I and spinal pain. It was reported that the patient was trying to charge and ¿it won't let them charge.¿ no symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-sep-18. It was reported that the rep met with the patient to provide re-education on charging. The rep then noted that the cause of the inability to charge was due to the fact that the patient forgot how to charge. In the end, the charging issue resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's implant had died and she met with a manufacturer's representative (rep) at her healthcare provider's office on wednesday. Patient sated the rep started charging it and got it to 25% then sent the patient home with instructions to charge it until 100% charged and to not use it. Patient stated when she got home she was not able to charge it. Patient was wondering if something was wrong with her other equipment. Patient stated she wanted to meet up with the rep again. No symptoms reported. No further complications were reported/anticipated.